Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / pages 48; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 581 mg/dl while wearing the pod between 4 and 24 hours. Patient stated that the needle did not deploy, the pink slide did not move forward and the cannula was not inserted.

Manufacturer narrative:
The received device had the cannula assembly partially deployed. The downloaded data returned an alarm, indicating that an occlusion occurred during runtime. Initial observation of the device found the linkage assembly not in its expected position, the formed needle visible in the needle well, and the cannula not fully deployed. Inspection of the device found the links of the linkage assembly disconnected. The broken linkage assembly resulted in a failure of the needle mechanism to deploy the needle during needle fire. No evidence was found that would generate an alarm; a root cause could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.